Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced hyperglycemia and high ketone value (no value reported). The mother took the measurements at home and the cgm was reading 64 mg/dl and the blood glucose reading was 678 mg/dl. The mother treated the patient with insulin. The patient was taken to the hospital and treated there with insulin. He was discharged the same day and in good condition at the time of the report. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.